Manufacturer narrative:
Initial reporter address 1: (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a ureteroscopy procedure in the common kidney and urinary bladder, performed on (B)(6) 2022. During the procedure, the physician felt a bit of resistance during the initial part of insertion but it was pushed through until during full deployment and it was noticed that the stent was kinked. Another contour vl ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a ureteroscopy procedure in the common kidney and urinary bladder, performed on (B)(6) 2022. During the procedure, the physician felt a bit of resistance during the initial part of insertion but it was pushed through until during full deployment and it was noticed that the stent was kinked. Another contour vl ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: medical device problem code a0406 captures the reportable event of stent kinked inside the patient. Block h10: the returned contour vl ureteral stent was analyzed, and a visual evaluation noted that the suture hole and bladder pig tail tip was deformed. A picture attached in the complaint, the picture shows the device inside of a generic plastic bag. However, is not possible identify any issue due to the picture angle. A functional evaluation noted that a mandrel of 0.038" pass through the stent without resistance. The suture string was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the device found with the suture hole and bladder pig tail tip deformed. It is possible that operational factors, such as the force used when the stent is pushed up with the pusher/positioner over the guidewire or when the stent was used, excess of force applied during it used could cause the found issues. Consequently, affect the performance of the device. It is important mention that the suture hole and the tip deformed could be interpret by the costumer as stent kink. The device was tested and mandrel 0.038" were inserted through the catheter and no resistance was felt and the mandrel was unloaded without issues; for this reason, the report complaint of stent/delivery system difficult to advance cannot be confirmed. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.